Event description:
Advocate stated some of the customer's blood glucose readings were not stored in the memory of the contour next. No adverse event alleged. The advocate was advised to return the meter for investigation. A replacement meter was sent to the customer.